Manufacturer narrative:
The reported inappropriate therapy delivery was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the patient received inappropriate atp therapy for atrial fibrillation with rapid ventricular response. The device was explanted and replaced at eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.